Event description:
Alleged the patient was leaning on the left head siderail and the siderail fell off the bed, causing the patient to fall to the floor. The patient was bruised and x-rays were negative.

Manufacturer narrative:
The technician investigated and found evidence of rust on the siderail and separation of the siderail mount at the welds. The nurse stated the bed exit alarmed and upon entering the room, the patient was found on the floor holding the siderail. The technician is replacing the siderail to repair the bed.